Manufacturer narrative:
Date sent: 10/27/2009: device was not returned for evaluation.

Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, leaking was noticed after device was fired. Clips or electrocautery was used to stop bleeding. Specific details of problem were not recalled by surgeon. An additonal procedure was performed to correct problem and blood transfusion was given to patient. On what tissue type was the device used? Vascular at what location on the tissue? Meso appendix on which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? White what other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? No no other information is known.